Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the device size and lot number were unavailable.

Event description:
On an unknown date, the patient was implanted with an aaa endoprostheses to treat an abdominal aortic aneurysm. The follow up physician is not the physician who implanted the original device. The fsa stated from angio images, it could be a possible gore excluder aaa endoprostheses (unk/unk) implanted. The patient is unsure of the original implanting physician name and unsure of what year he had the aaa operation. It was reported that on (B)(6) 2014, the patient presented with a proximal type I endoleak during a follow up visit. The physician chose to reintervene due to aneurysm growth (aneurysm sac went from 5cm to 6cm). The physician implanted four gore aortic extender endoprostheses proximal to the existing device and an iliac extender endoprosthesis distal on the right side (not the contralateral gate side). The endoleak was excluded and the patient tolerated the procedure.